Event description:
The reporter stated as the surgeon was inserting a +26.0 diopter cc4204bf collamer single piece lens, the injector broke into pieces. The lens was partially in the patient's eye, so the surgeon manually inserted the lens with forceps but noted that the capsule was torn. The incision was enlarged to remove the lens and a vitrectomy was performed. An anterior chamber lens was implanted and sutures were required to close the incision. The reporter stated it was unknown if the iol was damaged. The patient is doing well.

Manufacturer narrative:
Injector broke into pieces, device evaluated by manufacturer?: no. The product pertaining to this complaint was not returned for evaluation. However, the lens was returned for evaluation and visual inspection found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Evaluation results: a lens work order search was performed and no similar complaint was found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and foam tip plunger were not returned for evaluation.